Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit is not reading helium correct. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) reproduced fault symptoms helium leak, isolated leak to helium reservoir. Replaced helium reservoir assembly. Unit passed complete pm with full calibration, functional, and electrical safety tests to factory specifications. Unit is cleared for clinical use and returned to customer.